Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The event was a revision surgery due to dislocation that occured the same day than the primary surgery. The primary surgery used the humeris reversed system. During the revision surgery, the surgeon explanted the size 14 cementless stem and replaced it by a size 12 cementless stem. He also explanted the ø40/+3 135/145 humeral cup and replaced it by ø40/+9 135/145 humeral cup.